Manufacturer narrative:
The consumer used the product after it had expired. The symptoms reported could be associated with application of unneutralized hydrogen peroxide coming in contact with the eye. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ if the reported symptoms are associated with unneutralized hydrogen peroxide, they represent a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The complaint sample was returned but was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.

Event description:
Consumer reported experiencing a burning/stinging sensation as well as discomfort and soreness in her right eye upon insertion of the lens after use of the expired product. Consumer is recovered. There was no medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.